Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had developed several issues: meter does not turn on, battery indicator and an unknown error. The complaint was classified based on the customer care advocate (cca) documentation. As the patient declined to answer all the questions. The patient stated that the alleged product issues began on (B)(6) 2017, between 7 and 8pm. The patient stated that she manages her diabetes with insulin (no adjustments) and was unable unwilling to say if she made any change to her usual diabetes management routine in response to the alleged product issues. She reported that on an unspecified time after the alleged product issue began, she developed symptoms but was unable to specify what they were. She detailed that on (B)(6) 2017 at 3:00am she required a glucagon injection as treatment from her husband. The patient denied that she obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. The cca noted that when the patient inserted a new test strip the unknown message would appear. Based on the information provided, the cca confirmed that the battery did not need to be replaced. The patient's products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began. The treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose; therefore, it cannot be ruled out that the meter did not cause or contribute to the alleged events.